Manufacturer narrative:
Omit: a0404 - crack (1135),g04037 - cover correction: short description, remedial action required.

Event description:
It was reported that an 8110 syringe module was affected by syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syringe module was affected by syringe sizer misalign recall r111 and r090. There was no reported patient involvement.